Event description:
It was reported that the ventilator generated an internal memory error. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an technical error indicating internal memory error. Identification of issue has been done by analyzing problem description and device's logs. The service report was not available for further evaluation. Based on technician statement, the control printed circuit board was detected as faulty and its replacement is necessary. Despite our best effort in obtaining the information, it remains unknown whether control printed circuit board has been replaced. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/29/2020. Corrected manufacture date: 09/30/2020.